Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge remained static at 80 units since changing the supplies on (B)(6) 2016. There was no impact to the customer's blood glucose level. The customer was able to reload the cartridge successfully and received an accurate fill estimate.